Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the migrated lead was repositioned addressing the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Corrected data: type of investigation: it was inadvertently reported as 4114 - device not returned in the previous report. The correct information has been updated in this report.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17655. It was reported that one of the patient¿s leads migrated. Patient has effective therapy of around 50%. As such, surgical intervention may take place at a later date to address the issue. It is unknown which lead migrated. Hence, both leads are being reported.